Manufacturer narrative:
The customer was sent a new power adapter and return of their original power adapter was requested for testing/evaluation. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump was plugged in to be charged and the adapter melted into the pump. The pump will no longer power on. She was using the power supply that came with the pump.